Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. The blade was plugged into a test monitor and the monitor was powered on; no image appeared. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, when the blade was plugged in, there was a "no video" error message on the screen. A delay in the procedure of a few minutes occurred as a back-up blade was obtained. No harm to patient or user was reported.